Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: h6.

Event description:
Healthcare professional reported left side "rupture of the implant" via MRI. Device has been explanted and replaced.

Event description:
Healthcare professional reported left side "rupture of the implant" via MRI. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Continued e.1 postal code: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "rupture of the implant" via MRI. Device remains implanted.